Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a scheduled check. The patient notifier (pn) was tested and the patient could not feel it vibrate. The length of vibration was programmed from 6 seconds to 10 seconds and it still was not felt. The test was run a third time with hand on the pocket and could not be felt as well. It was suggested to consider enrolling the patient in merlin.net with home transmitter to provide a means for eri notification for the patient. No complications or adverse patient effect at this time. Patient will continue with office checks at this time.